Event description:
"Pt on ventilator while vent had been plugged into wall outlet for last 5 days. Parents heard alarm and vent inop alarm displayed. The vent went completely blank and would not run. They tried different power outlets - turned vent on and it would on completely dead. Rt on call delivered new vent to pts home. Tested the vent that would not work. She would turn it on and then the unit would go completely dead. No messages appeared on the screen. While the unit would run for that very short time". No allegations of vent causing harm, vent inop alarm did display - no other alarms noted. Was on ac power at time of event.